Manufacturer narrative:
(B)(4). The rotaflow was checked by the service technician and it was detected that the control board and the rotaflow drive were broken. Therefore the defective parts will be sent for further investigation and repair to (B)(4). A supplemental medwatch will be submitted after new information has been received.

Event description:
(B)(4). During priming/setup , error "head" occurred if rpm was more than 1000. The device was rebooted, same problem.

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). A supplemental medwatch will be submitted after new information has been received. Device code:n/a. Investigation: requested parts have not been received (no further information has been received) despite several requests. This complaint will be closed due to lack of information. The complaint will be re-opened if requested information or any new relevant information is received. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
Corrected the complaint # to (B)(4) in section describe the event.

Event description:
(B)(4).

Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- (B)(4). Contact person- (B)(6). A supplemental medwatch will be submitted after new information has been received. After several months the rotaflow drive and the defective control board were sent for investigation to germany. The exchanged control board was investigated by life cycle engineering: the described error could be reproduced. This error was induced by a hotplug. This happens when the drive was disconnected from a running rotaflow console. According to the IFU of maquet the rotaflow console must be switched off before the rotaflow drive is connected or disconnected. The defective rotaflow drive was investigated by the manufacturer emtec: the service technician replaced the part ild 213 because of a resulted hotplug. The rotaflow console and the drive were checked and all tests passed and they are back for clinical use. The most probable root cause of this error: mishandling . The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Internal reference: (B)(4).